Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had been patched with medical adhesive in 2001 due to an insulation breach. The lead was tested after and stable electrical measurements were noted. The lead remained implanted.